Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping the cystic duct the clips were scissoring. They opened another clip applier to finish the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? The analysis results for the device found that it was returned with the cam yielded. Upon cycling of the device, seven clips with gap and three clips conforming were fed. Possible causes for the condition found might be twisting of the jaws, force placed on the jaws during activation or excessive loading due to forming a clip over another device exceeding the structural capability of the jaws and/or cam. It is known from the history of the device that incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.